Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The physician will continue to monitor this system and the patient will be checked again in a few months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system displayed a shocking impedance measurement of 125 ohms. The impedance is currently in the 80-90 ohms range. It was noted that the patient was very sick with a chest cold at the time of the out of range measurement. No adverse patient effects were reported.